Event description:
The patient said their blood glucose results have been high on the suspect device. Patient received a result of 200 mg/dl and patient felt hypoglycemic. Emergency medical technicians were called and they checked patient's glucose at 30 mg/dl. Patient was taken to the hospital and received treatment. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manfacturer for evaluation.